Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there was far r-wave oversensing of the patient's implantable cardioverter defibrillator, and the device was reprogrammed to address the oversensing. There were no adverse consequences to the patient.